Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause was not identified. The investigation did not establish the most probable cause of the complaint. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope was observed to have foreign objects in the nozzle, the plastic distal end cover, and the light guide lens. There was no patient involvement.